Manufacturer narrative:
It was reported that the hl20 displayed the error message: safety-s and direct. It was observed during routine check. No harm to any person was reported. The error message "direct" leads to a pump stop and indicates that the pump has turned (1/4 turn) in the wrong direction. A getinge field service technician (fst) was onsite for investigation of the device. The optical tacho board was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The defective optical tacho board was not available for further investigation at the manufacturer. However a similar complaint was assessed by the getinge life cycle engineering on 2024-01-10. Therefore the most probable root cause for both error messages "direct"and ¿safety-s¿ was determined as a defect optical transceiver on the optical tacho board. Due to the age of the device and the components (15 years old) age related aspects can be considered as well. The review of the non-conformities has been performed on 2025-04-14 for the period of 2010-06-29 to 2025-04-04. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2010-06-29. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "error message "direct" and ¿safety-s" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A getinge field service technician will be sent for further investigation of the device. As soon as new information becomes available, a follow up medwatch will be submitted. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (hl 20) has been manufactured on 2010. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
The event occurred in india during routine check. It was reported that the hl20 displayed the error message: safety-s and direct. No harm to any person has been reported. According to the hl20 service manual the error "safety-s" indicates that there is an issue with the safety system board or it's communication. The error messages ¿direct¿ leads to a pump stop and indicates that the pump has turned (1/4 turn) in the wrong direction. The reported error messages ¿safety-s¿ and ¿direct¿ can cause an unintentional pump stop. Therefore a report is required in USA. Complaint ID: (B)(4).